Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings contain damage accumulated potentially through flexural fatigue, compression damage, and/or sharp instrument damage potentially from placement technique. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a 2cm longitudinal split was observed between the 2cm and 4cm mark. The split contained both smooth and textured edges. Secondary cut marks were observed on the inside opposite walls of the catheter. The exact cause of the damage could not be determined. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that 15 days after the catheter was placed, the catheter leaked and the catheter was blistered and the catheter was found to be damaged at 5 cm. The catheter has been pulled out. (The analysis of the head nurse mainly focused the infusion of the chemotherapy drug etoposide injection, after the original solution was pumped). No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that 15 days after the catheter was placed, the catheter leaked and the catheter was blistered and the catheter was found to be damaged at 5 cm. The catheter has been pulled out. (The anaylsis of the head nurse mainly focused the infusion of the chemotherapy drug etoposide injection, after the original solution was pumped). No other information was provided.